Manufacturer narrative:
(B)(4). Analysis of the returned product noted blood visible on the balloon, shaft, and contrast in the inflation lumen, and on the balloon and shaft, which is consistent with preparation and the catheter advanced into the patient anatomy. The shaft was bunched sporadically 1.7 cm distal to the proximal balloon seal for a length of 5.2 cm. Since this damage was not reported in the incident information, the bunched shaft may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported balloon rupture. A new indeflator was used in an attempt to pressurize the balloon when fluid was observed coming out of a longitudinal rupture in the balloon 1mm distal to the distal balloon marker and extending proximally for an overall length of 6 mm. There were no scratches found and it could not be determined if the rupture was along a crease or fold in the balloon. The otw mini trek was sent to scanning electron microscopy (sem) for further analysis. The analysis determined the balloon failure initiated along the inner surface. Longitudinal lines were observed along the inner surface adjacent the fracture. Partial tears were observed along the edge of the rupture. The rupture did not reveal evidence of being along a fold/crease. Damage of this type is usually most consistent with exposure conditions during the procedure, a material/processing discrepancy, or multiple inflations and/or high stress being applied to the balloon material. Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with the stent or other devices, patient anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. To ensure this type of damage is not a result of a manufacturing deficiency, all products are 100% leak tested on line and a sampling of units are rupture tested prior to release. Since there was no report of any leaks noted during preparation for use, this suggests that the balloon was not likely damaged prior to use. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. In this case, a conclusive cause for the reported balloon rupture could not be determined.

Event description:
It was reported that the left anterior descending (lad) artery was crossed with a bmw guide wire and the trek balloon catheter. The trek balloon catheter ruptured after the second inflation at 12 atmospheres(atm). The device was removed without difficulty. Pre-dilatation of the lad was satisfactory and a xience v stent was placed at the lesion site. No patient injury was reported. Though requested, no additional information was provided.